Event description:
A female consumer (age unspecified) used visine for contacts (glycerin, hydroxypropylmethylcellulose) once on 18dec2006. (Dose, frequency, and indication unknown). Half an hour after product use, she had a reaction reported as a chemical burn and swelling to the eye. Consumer rec'd unspecified treatment. As of 18dec2006, the outcome of the event was unknown.

Manufacturer narrative:
The product was not returned for failure analysis / laboratory testing. It cannot be ruled out that the product may have possibly caused the event.